Event description:
It was reported that the rv (right ventricular) lead was capped due to high impedance and increased thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. High ventricular impedance was noted. Other: it was reported that the rv (right ventricular) lead was capped due to high impedance and increased thresholds. No patient complications were reported as a result of this event. No conclusion can be drawn; impedance, high, high threshold.